Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
Per bio-conduct study, pt presented to the ed for chest pain for 2 weeks that worsened, radiates across chest, up into shoulders and states that it hurts to breathe. Activity and lying flat makes it worse. Lab-troponin I <0.012(0-.120ng/ml). Btnp-461(<125pg/ml). Chest xr-cardiomegaly, no acute findings. CT chest-moderate pericardial effusion, admitting pt . Treated with colchicine and tylenol, heart tones remained easily audible and vs stable, repeat limited echo showed medium size pericardial effusion mainly posterior & lateral to the heart with max 2.5cm thickness, no evidence of tamponade. Pt observed for another night and discharged home with follow up. Dc01/18@1044am.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.